Manufacturer narrative:
The customer started to perform duplicate testing for all samples with total psa orders. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient tested on a cobas 6000 e 601 module. The patient's initial total psa result was reported outside the laboratory. Due to the reported result not matching the patient's previous result, the customer performed repeat testing with the sample. The patient's initial total psa result was 0.08 ng/ml. The patient's repeat total psa result was 10.77 ng/ml. The total psa reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service representative replaced the sample and reagent pipettors and adjusted both parts. Follow-up tests and checks were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.